Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit stuck on boot up screen. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information: +(B)(6). A getinge field service engineer evaluated could not duplicate unit unable to boot, rebooted the device 10x times no failures. Replaced coming due for expiration safety and tidal disks, 9v critical alarm battery and broken front panel with residual blood contamination. Unit passes all functional and safety hecks and returned to clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit stuck on boot up screen.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.